Manufacturer narrative:
The product was not returned to the manufacturing site as it remains implanted. Therefore, product testing could not be performed and the customer¿s reported complaint could not be verified. The manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search of complaints revealed that no similar complaints were received for this production order number. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Date of event: unknown, not provided, but the best estimate date is (B)(6) 2016. The lens remains implanted. All pertinent information available to abbott medical optics has been submitted.

Event description:
A patient's daughter called to report that a zxr00 23.5 diopter intraocular lens (iol) was implanted into her mother's left eye (os) on (B)(6) 2016. Reportedly, the patient complained of the following symptoms right after the implant: inability to drive at night and also in the rain, a feeling of something in the eye, thinks the lens never settled in the operative eye, and seeing red like blood and 15 circles with spikes several times when she lays down and closes her eyes. The patient has followed up with the surgeon several times with no improvement and would like the lens taken out. The surgeon explained to the patient that she needs to wait for the lens to settle down so that her body can adjust and has no plan to explant the lens. The patient went to see a second doctor who reportedly will perform her next surgery in the other eye and did not comment on the left eye. No additional information was provided.